Event description:
This report summarizes 291 malfunction events in which the device had paint chips missing. - 291 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: h6, h10291 previously reported events are included in this follow-up record.product return status291 devices were received.

Event description:
This report summarizes 291 malfunction events in which the device had paint chips missing.291 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 291 previously reported events are included in this follow-up record. Product return status: 87 devices were received. 200 devices were evaluated in the field. 4 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 291 events were reported for this quarter. Product return status: 60 devices were received. 161 devices were evaluated in the field. 70 device investigation types have not yet been determined. Event confirmation status: 221 reported events were confirmed. Evaluation results: 221 devices were found to be affected by missing paint chips. Additional information: 291 devices were not labeled for single-use. 291 devices were not reprocessed or reused.

Event description:
This report summarizes 291 malfunction events in which the device had paint chips missing. 291 events had no patient involvement; no patient impact.